Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During battery rotation, the user observed that the autopulse li-ion battery (sn (B)(4)) doesn't hold charge and the battery does not power up the autopulse platform. No additional information was provided. No patient involvement.